Event description:
It was reported that the following issue was observed on the device: ¿came to sco with no note. Bad display.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿I replaced the old display board with a new one. I recalibrated the unit, and ran it through all of its pm tests, with no further issues. This unit came in with the top door hinge cracked, and further inspection showed that the right iui connector was starting to corrode. I replaced both the door and the iui with new ones to solve the problems. The display on this unit has several missing segments, making it very hard to read.¿ reported problem cause description: "incidental.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.